Manufacturer narrative:
Bd received 1 sample and 4 photos that were returned by the customer in support of this complaint. A visual examination of sample and photos was performed and revealed foreign matter on the inside of the tube thus confirming the customer¿s indicated failure mode foreign matter with the sample and photos provided. The exact cause of the issue could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "dust was found in tube.